Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A supplemental report will be submitted upon completion of the investigation. Lot specific voluntary recall v40 - recall - 249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, an extreme amount of black tissue and discoloration of the liner were noted. Patient was revised to a competitor stem and head with a stryker liner. The shell was not revised.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, an extreme amount of black tissue and discoloration of the liner were noted. Patient was revised to a competitor stem and head with a stryker liner. The shell was not revised.

Manufacturer narrative:
An event regarding disassociation involving an lfit v40 cocr head that was mated with an accolade stem was reported. The disassociation was confirmed through a review of the provided medical records by a clinical consultant method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019 this inspection indicated "head scratching consistent with in-service use wasobserved on the articulating surface of the head. Damage present on the surface of the taper isconsistent with interaction between the head and trunnion." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis. A material analysis has been performed. The report concluded: conclusion damage was observed on the stem neck and trunnion consistent with the loss of taper lock. The damage present on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration on the liner is consistent with absorption of synovial fluid. Xrf showed the stem and head were consistent with an astm f1813 alloy and an astm f1537 alloy, respectively. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [...]: provided x-ray confirms disassociation. Need operative reports, office/clinical reports, examination of the explanted components, etc. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc (B)(4). And CAPA (B)(4).lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc (B)(4).and CAPA (B)(4).. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.